Manufacturer narrative:
As reported, during set up small holes were noted in the packaging of an avitene flowable. Evaluation of the returned sample confirmed that there is no sterile barrier breach. Although multiple visual observations were noted during the evaluation, all observations, including foil creasing, were considered to be from normal handling and pouch opening. All the observations were dye tested using astm f3039 as guidance. There were zero breaches of the material found during this testing. No manufacturing anomalies were found. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. This emdr represents the avitene flowable (device 1). An additional emdr was submitted to represent the avitene flowable (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during set up of a laminectomy procedure, upon opening the foil pouch of the avitene flowable, wrinkling of the foil pouch was observed, and small holes were noted at the wrinkled areas. There was no damage noted to the outer packaging. This file represents device #1.